Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history records for reported components identified no deviations or anomalies that could contribute to the reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unique identifier (UDI) #: (B)(4). Concomitant medical products: item # 110024465, g7 dual mobility liner 46mm g, lot # 985800. Item # 110010268, cup, lot # 6258600. Item # 00801802803, head, lot # 63897963. Item # unk, unknown smith & nephew stem, lot # unk. Item # 00-6250-065-30, bone screw, lot # 63980987. Item # 00-6250-065-30, bone screw, lot # 64028523. Item # ep-200152, bearing, lot # 198290. Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2018-08998.

Event description:
It was reported that a patient underwent a revision surgery approximately 1 month post implantation due to dislocation. It was noted that the patient is not mentally sound and these dislocations could be a result of the patient not following rehabilitation protocol. Attempts have been made, and no further information has been provided.